Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was tilted and she cannot charge. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.